Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure the camera arm began drifting unexpectedly, and a "visualize instruments" message appeared. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the instrument tips were all visualized on the screen, despite the message stating they were not. The isi csr could not specify which arm had the camera at the time of the issue. The isi csr performed a mid-procedure restart, and the reported problem was resolved. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site, and was advised that the system was working properly, with no camera arm or instrument visualization issues. The site stated that the problem was likely resolved with reseating the instruments and resetting the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.